Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. The esheath was returned to edwards lifesciences for evaluation. The esheath was returned with the distal end of the delivery system (nose tip, distal balloon and guidewire) separated from the delivery system and inside of the esheath. Visual inspection of the esheath revealed liner delamination at the distal 3 inches. The distal 1 inch of the sheath liner was inverted. The marker band was present and fully attached to the liner. Minor distal tip damage and scratches on the distal sheath shaft were observed. Imagery (photographs and 3mensio report) provided by the site was also reviewed. The review of the photographs of the devices post-procedure revealed sheath distal liner delamination. Review of the 3mensio report revealed a calcified native annulus and some calcification in the access vessels. Functional testing and dimensional analysis were not performed due to the condition of the returned sheath. Lot history review revealed no other similar complaints. Complaint history review from march 2018 through february 2019 for the edwards esheath introducer set (for all models and sizes) revealed other similar complaints for sheath distal tip liner delamination. The complaints were confirmed, but no manufacturing non-conformances were found in the returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for the appropriate trend category. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the esheath shaft undergoes multiple 100% visual inspections. During final inspection, the esheath undergoes 100% visual and dimensional inspection by both manufacturing and quality. Additionally, following sterilization, the sheath is tested and inspected during product verification (pv) testing performed on a sampling basis. The inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported event. In this case, the complaint for sheath distal tip liner delamination was confirmed. No potential manufacturing non-conformances were identified. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Based on the applicable complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. It was reported that the delivery system balloon ruptured during deployment. A ruptured balloon would result in a disturbed balloon profile that could have increased the chances of the balloon getting caught on the sheath tip. Applying force to withdraw the delivery system in this configuration could have contributed to the liner delamination. Although a definite root cause for the event could not be determined, available information suggests procedural factors (withdrawal of a ruptured delivery system balloon) likely contributed to the esheath liner delamination. No labeling, training or IFU inadequacies have been identified. Review of complaint history did not reveal that occurrence rate exceeds the control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00642.

Event description:
The 14fr. Esheath was returned to edwards lifesciences for evaluation. During the preliminary pre-decontamination evaluation, significant sheath liner delamination was observed. The liner was delaminated 3 inches from the distal tip. The marker band was present and fully attached to the liner. As reported, during a transfemoral tavr procedure, a 14fr. Esheath was inserted without issue. The commander delivery system and 26mm sapien 3 valve were advanced through the esheath and positioned. During valve deployment, the delivery system balloon ruptured. The valve was fully deployed and stable; therefore, no post dilation was performed. Difficulties were encountered during the attempt to pull the delivery system back into the sheath. The delivery system and sheath were withdrawn together as a unit. When the devices were removed, it was noted that the nose tip and proximal portion of the balloon had separated. Following the device withdrawal, the delivery system was pulled out of the sheath and the nose tip/balloon remained in the sheath. All parts of the delivery system were removed from the patient during the device withdrawal. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. It was perceived that the delivery system likely got caught on the sheath during the attempt to pull it back into the sheath, resulting in the nose tip / balloon separation and the liner delamination.